Event description:
Lead fracture reported. Device was removed from service. No patient complications have been reported since the device was removed from service.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Brand, sprint; implantable tachy lead evaluation summaryt distal conductor fractured; full lead returned in segments.